Event description:
It was reported that patient underwent a revision knee procedure on (B)(6), 2011. Report indicates the revision was due to laxity of the patient's posterior cruciate ligament (pcl).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information indicates that revision is due to laxity of the patient's posterior cruciate ligament (pcl). Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur; "package insert lists the following under possible adverse effects: patellar tendon rupture and ligamentous laxity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01079 / 01080).